Event description:
The manufacturer received information alleging a variation in the ventilator's positive end expiratory pressure delivery. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a variation in the ventilator's positive end expiratory pressure delivery. The device was returned to a third party service center for evaluation. The customer's complaint could not be duplicated. The software was reloaded preventatively. Recall was not checked in h7 and the recall number was not entered in h9 on the initial report.